Event description:
Pt is mechanically ventilated all day long. Pt is trached with a custom made bivona trach tube. In may rptr sent two of these custom trach tubes back to bivona. It was reported to rptr by the pediatric intensivist responsible for pt's care, that both of these trach tubes had developed cracks in the outer part of the tube between the pt connector and the flange. Rptr spoke with co rep at bivona and they asked them to send the tubes back to the co with complaint number as an identifier. There was no harm to the pt, as the cracks in the trach tube did not penetrate the entire layer of material. The problem was identified early and the trach tubes changed. A month later rptr was informed that facility has another tube (which rptr is returning to the bivona co) that cracked completely through the trach tube material, this time causing a minor leak in the ventilatory system. Rptr is working as an intermediary between the picu and bivona. Rptr will gladly give any info that they have. If precise info is needed, then it would probably be best to contact dr in the pediatric intensive care unit.